Manufacturer narrative:
(B)(4). Initial reporter¿s phone number: (B)(6).

Event description:
On (B)(6) 2018 a patient¿s (pt) eye care provider (ecp) from (B)(6) reported during a medical interview that a pt was diagnosed with an od corneal ulcer while wearing the acuvue2 define brand contact lenses. The ecp reported the pt experienced ¿strong¿ eye pain. The corneal ulcer was located off the pupil upward between 11 o¿clock and 12 o¿clock. The date of the event was not provided. The ecp refused to provide any additional medical information. The lot number of the suspect product is unknown and the suspect od lens is not available for return for evaluation. No additional information is expected. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.